Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 20 mg/dl. The customer also stated that he was hospitalized twice for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 267 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.